Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel, 250cc on the right side, and 300cc on the left side which bilaterally have issue with capsular contracture unknown baker grade after implantation. The report indicated bilateral pain.the issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
Additional information received indicated that the patient race is indian, 35 years old. Patient scheduled for bilateral removal and replacement with mentor silicone, smooth round moderate plus profile on (B)(6) 2020. Bilateral pain reported. Date of event was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).